Event description:
It has been reported to philips that during an emergency treatment the procedure was aborted due to geometry problems. No harm occurred to the patient. Philips has started the investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, an emergency patient needed treatment of the riva (ramus interventricularis anterior) and rcx (ramus circumflexus). When the riva treatment was completed, the control module was not responsive (angulation and rotation movements of the c-arm were no longer possible). At this moment, the user decided to end the rcx procedure that was rescheduled for the next day. Philips inspected the system onsite and analyzed the log file and confirmed a failure of the control module. The control module was replaced and the system was returned to use in good working order.